Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that patient device showed" cannot provide desired setting" and call your clinician message. It was also reported that patient could no long feel stimulation. Patient also reported that they were feeling lightheaded and dizziness. On (B)(6) 2018, it was reported that the patient was feeling stimulation in their lower back where the leads are placed. No further complications were noted or anticipated.